Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery. An absolute pro self-expanding stent system (sess) was advanced toward the target lesion. The stent was being deployed while rotating the thumbwheel; however, the thumbwheel locked and could not be rotated. The stent had been only slightly expanded. The absolute pro was disassembled, the distal sheath was pulled proximal, the stent was deployed and the stent was fully apposed to the vessel wall. There was no adverse patient effect. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The difficulty deploying the thumbwheel was unable to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.